Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hypoglycemia and had issues with sensor. The customer reported that she had low blood glucose levels of 2.4 mmol/l which they treated with glucose tablets. The customer reported that the issue occurred on (B)(6) 2018 and she was out shopping on their way home ,they had a low and fell. The customer reported that someone helped them and walked then home. The customer reported that the sensor never indicated a low. The customer reported that they looked at the sugar glucose and the sensor was showing that they were high at that time. The customer reported that they were not sure how low they were at that time but when they got home, they treated low with two dextrose. The customer reported that the insulin pump was alarming. The customer reported that they do not recall the alarm on the insulin pump. The customer was able to treat the low blood glucose with food. The customer declined to troubleshoot for the low blood glucose.